Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving multiple motor error alarms on the insulin pump during a bolus. Customer does use the sensor feature on the insulin pump and stated that they were able to rewind. Customer's blood glucose reading at the time of the call was 300 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a cracked end cap.